Event description:
It was reported during a right ventricular outflow tract ablation procedure, as the physician was applying rf with a non-sjm ablation catheter, the catheter became wedged between the ensite array catheter balloon and the wall of the heart, subsequently causing a leak in the array balloon and pericardial effusion. After ablating in the right ventricle at 40-50 watts of power, the physician noted that the pt had become tachycardic. Fluoroscopy was used to observe the array balloon and it was noted that it was not fully inflated. A pericardial effusion was confirmed, the ensite array catheter was removed from the pt and a pericardiocentesis was noted in the balloon portion of the device. There were no further consequences to the pt.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.